Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, whilst attempting to implant the pacing leads, the introducer kinked as the patient anatomy was tortuous around the superior vena cava (svc) and up to the right atrium. After the lead was successfully implanted, the lead dislodged as the introducer was being peeled off. The leads were re-positioned and the introducer was upsized. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the right ventricular (rv) lead dislodged.